Manufacturer narrative:
As reported, fixation was attempted at the cooper's ligament and soft tissue. The device was not returned for evaluation, as such no conclusions can be made as to whether the device was a contributing factor. However, based on the events as reported, the issue may have presented due to user/device interface while the surgeon was attempting to fixate at the cooper's ligament. Review of manufacturing records indicate product was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of 682 units released for distribution in (B)(6) 2021. The precautions section of the instruction for use (IFU) states, "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength." Note, the date of event and date of implant is considered to be a best estimate as (B)(6) 2021 based on the date of awareness. Should additional information be provided, a supplemental MDR will be submitted. Not returned - sample unavailable.

Event description:
As reported, the bard/davol sorbafix enhanced fixation device fasteners misfired multiple times while attempting to fixate the mesh, the surgeon experienced difficulty in pulling the handle and the fasteners did not fire or connect correctly and there were fasteners stuck within the device. The device made a loud ¿cracking¿ noise prior to the problem occurring. As reported, the device misfired on cooper¿s ligament and soft tissue, and the surgeon did not attempt to reset the device with a dry fire outside of the patient but adequate counter-pressure with the contra-lateral hand was applied. As reported, the device issue was observed upon deployment of the 3rd or 4th fastener. 3 fasteners were successfully fixated to the mesh and loose fasteners were removed from the patient. There was no reported patient injury.